Manufacturer narrative:
G4: 25mar2020. B4: 31mar2020. There was no patient involvement. The customer replaced the vga (video graphics array) board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05march2020.

Event description:
It was reported that the unit's display was white on the bottom half of the screen. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the display cable and/or video graphics array (vga) card.